Event description:
Oxygen tank set at 101pm flow was determined to actually be administering 1.51pm flow. The tank was nearly full by weight and by evidence that 7 of 8 led's on the gauge were lighted. Resident utilizing o2 is a ventilator dependent pt requiring continuous o2. Staff intervened when resident became short of breath.